Manufacturer narrative:
Device received with no moisture found in reservoir tube compartment noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Device passed self test, off no power test and all operating currents tested within the specific range. No blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 27 mmol/l. The customer also reported that the insulin pump was not working. The customer reported that the insulin pump was exposed to fluid. Customer reported fluid in the reservoir compartment. The customer also performed self test and it passed. The insulin pump will be returned for analysis.